Event description:
Allegedly, patient was revised due to mom complications: bone cysts; pseudo-tumor; metallosis and osteolysis; high levels of metal ions, such as chromium and cobalt in the bloodstream; detachment, disconnection, and/or loosening of the acetabular cup; loosening of the femoral component; (left). Additional information received 04/29/2016. Added product number, implant and explant date.